Manufacturer narrative:
Other relevant device(s) are: product ID: 9733560xom, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site had three straight suctions that were damaged. There was less then an hour delay to the procedure. There was no impact on the patient¿s outcome.